Event description:
A baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one clearlink system extension setw/control-a-flo regulator in which the control-a-flo portion came apart. A nurse was pushing adenacard in the lowest port while another nurse was pushing a saline flush at the next port up when the control-a-flo came apart. The patient was able to receive another dose of adenacard. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the reported condition of a leak could not be confirmed as samples were not available. A root cause also could not be identified due to sample unavailability. A batch review was performed for the complaint lot. The batch review reports no manufacturing abnormalities and lot was determined to be within manufacturing specifications. If samples or additional information become available, the complaint will be re-opened and a follow-up report will be submitted.